Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. No product returning to manufacture

Event description:
It was reported that the customer experienced elevated blood glucose levels (307 mg/dl). Reportedly, customer noticed an air bubble at the luer lock when the customer disconnected the tubing. Customer stated the infusion set would be changed. Customer declined any further troubleshooting on the reported issue.